Event description:
Related manufacturer number: 2017865-2022-04924. It was reported that the patients right atrial and right ventricular leads had dislodged. The leads were removed. The patient was in recovery.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found a retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was measured to be within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures. The lead failed the hi-pot test due to inner and outer insulation damage consistent with procedure damage.

Event description:
Additional information received notes that the patient's right atrial lead and right ventricular lead exhibited failure to capture due to dislodgement.